Event description:
Upon removal of two advanced infusion catheters used for delivering local anesthetic after a breast augmentation, one of the catheters broke off, leaving about 2 inches in the breast. At a later time catheter piece was removed from the pt.